Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that system was experiencing startup issues, halting or lagging at the bios screen, and requiring a manual date/time reset upon bypassing the bios. Upon troubleshooting rse found that a malfunctioning bios battery led to delays during startup and inaccuracies in the system's date and time settings. To resolve the issue, rse replaced bios battery (cmos battery). The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up properly and gave an error message. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.